Event description:
The rem b sag saw was returned for service. Upon evaluation at the manufacturer, it was found that part of the blade was broken off in the blade mount. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, the device contained multiple broken/disassembled components including the front housing and the yoke.